Event description:
On (B)(6) 2021, the patient underwent a bronchoscopic lung volume reduction (blvr) procedure with zephyr valves for the right upper lobe. A zephyr 4.0-j endobronchial delivery catheter (edc) was inserted, and once visualized, it was noticed that one large sizing wing sheared off. The damaged device was successfully removed and the detached wing was removed with forceps. A new zephyr 4.0-j edc was used to complete the procedure uneventfully, without any significant delay.